Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damaged occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.50 x 32 synergy was advanced together with a non-bsc guide extension catheter. During removal, resistance was encountered in the channel part of the non-bsc guide extension catheter and it was noted that the proximal part of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.